Event description:
It was reported that the patient experienced intermittent phrenic nerve stimulation. It was also reported that the atrial lead had loss of capture following a gradual increase in threshold. The lead was temporarily reprogrammed until the lead was revised. The lead remains use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.